Manufacturer narrative:
Unit passed displacement test, self-test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing. However, power graph generated by adapt program shows unexpected battery power loss at a point of time. Problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the battery cannot be used more than a week. No harm requiring medical intervention was reported. The device will be returned for analysis.